Event description:
Customer's mother reported hospitalization due to high blood glucose. The insulin pump had low reservoir and alarmed no delivery. The blood glucose reading at the time of the event was 353 mg/dl. Customer was vomiting and trouble standing up. Diagnosed diabetes ketoacidosis. Hospital treated with insulin, IV fluids, anti-nausea medication and potassium. The current blood glucose reading is 282 mg/dl. Customer treated with manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.